Event description:
During laparoscopic procedure the echeleon 60 powered stapler did not fire correctly. A new stapler was obtained without harm to the patient. Device returned to the representative from ethicon.